Event description:
It was reported that during testing conducted at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the trigger disassembling was not confirmed by a manufacturer repair technician through visual inspection. However, upon disassembly, mechanical trigger failures were identified, which were associated with the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.